Event description:
Customer reports a patient with anti-e failed to react with vra149. Patient's antibody screen reacted positive with cell 2 (weak-1+). Antibody identification was performed using vra149; all results were negative. All reagents have a normal appearance. All reagents have been stored appropriately. Daily qc was performed and was found to be acceptable.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. Results were satisfactory. (B)(4).